Event description:
It was reported that the user¿s freestyle libre 3 plus sensor did not connect with the ilet and that the sensor appeared to be in use by another device, consistent with a sensor pairing or communication conflict involving the continuous glucose monitoring interface. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living. Investigation included technical support review and user education on proper sensor start-up and pairing workflows between the ilet and sensor ecosystem. Investigation of this case revealed that the sensor was likely started in a non-ilet application, resulting in the ilet indicating ¿start sensor¿ while the sensor application displayed ¿sensor already in use.¿ it was concluded that the event resulted from use error related to starting the sensor in a different application, and device replacement or repair was not required.